Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net transmission. The transmission showed the pacemaker exhibiting occasional p wave undersensing in between episodes of atrial tachycardia and atrial fibrillation detection. Programming changes were recommended but not performed at this time. The clinician elected to continue to monitor the patient. There were no reported adverse consequences to the patient.